Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly. Section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 03/10/2020. Section h-3 device returned to manufacturer: yes. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection at microscope magnification was performed and scarce amount of viscoelastic were observed at the cartridge. Directions for use (dfu) states to completely fill the viewing window of the pcb00 lens with ophthalmic viscosurgical device (viscoelastic). The cartridge was observed with residues of lubricant and the lens was observed stuck in cartridge and override. The reported issues were verified but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and use in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted into the patient's right eye, it failed to deploy the lens into the loader. There was no indication of patient injury, or that medical or surgical intervention was required. A new lens was implanted. No additional information was provided.